Manufacturer narrative:
This product is registered as a combination product. Di not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-08982. It was reported that noise on the atrial lead was noted on merlin.net transmissions, which is causing false mode switches and irregular pacing. The rv lead impedance had been trending upward significantly in both unipolar and bipolar configurations and high threshold was also noted. Rv lead was capped and replace on (B)(6) 2020 and no changes were made on ra lead. The patient was in stable condition after the procedure.